Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed the display screen was damaged and difficult to read. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 03/22/2013 with the following results: testing confirmed display lens cracked around the edges and scratched. There were no alarms related to the complaint observed in history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.